Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was mode switching due to oversensing far field r-waves. There also appeared to be oversensing of noise during a ventricular high rate episode, however, there was no electrogram captured at the time of the noise. The sensitivity of the device was reprogrammed, but far field r-waves were still seen, so the sensitivity was programmed back to its original value because the patient has a history of atrial tachycardia/atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.